Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
After a cisplatin infusion was completed, the nurse flushed the line and then clamped it in readiness for commencement of post -hydration fluid via the secondary line. The information received suggests that when the nurse lifted the empty bag from the drip chamber the secondary line snapped below the drip chamber. From the reported information there are no indications of serious injury to the patient or user as a result of this incident

Manufacturer narrative:
The customer¿s report of separation was confirmed. Visual inspection confirmed the customer's report as the tubing had separated from the drip chamber spigot. A closer inspection of the tubing identified residual solvent marks at the end of the tubing. The root cause of the separation is insufficient solvent application applied and a gap on the engagement.